Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The lot number provided does not match with the catalog number provided. Device history record (DHR) review will be performed if lot number clarification is received. Concomitant products: contralateral unknown mentor saline prosthesis. (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with a mentor smooth round high profile 290cc saline prosthesis and an unknown mentor saline proshesis on (B)(6) 2003 experienced the following: "many autoimmune side effects from saline mentor breast implants placed 2003. Symptoms started in 2005 and continued to get worse. Hashimoto's, ana positive, pots, brain fog, dizziness, ringing in ears, headaches, lethargic, balance issues, pain in breast. Upon removal of implants, large amounts of calcifications were found on implants which were stuck to breast capsule. Just had surgery so not taking any meds at this time. " the patient underwent bilateral explantation on (B)(6) 2018. This report is for the first of the two prostheses. See manufacturer report number 1645337-2018-05456 for the second prosthesis. FDA medwatch number: mw5078573.